Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal piece of one side of the jaws broke off during vein harvesting and was in the tunnel. User was able to retrieve the piece from the tunnel but another kit was opened to finish the case. Slight procedural delay. No additional incisions were required. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). The lot # 25157120 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 04/29/2021. An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the hot jaw silicone insulation. The heater wire was observed to be intact, no visual defects were observed. The clear silicone insulation was observed to be intact, no visual defects were observed. Based on the returned condition of the device, the reported failure "material twisted/bent wire" was not confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal piece of one side of the jaws broke off during vein harvesting and was in the tunnel. User was able to retrieve the piece from the tunnel but another kit was opened to finish the case. Slight procedural delay. No additional incisions were required. The hospital did not report any patient effects.